Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) -no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 42.0-42.3cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.